Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure. Device malfunction was suspected by the physician.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure. Device malfunction was suspected by the physician.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure. Device malfunction was suspected by the physician.

Manufacturer narrative:
The returned ipg sc-1132 (B)(4) was analyzed and no anomalies were found.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure. Device malfunction was suspected by the physician.